Event description:
During a routine follow-up, the local st jude medical field rep telephoned sjm tech svs for assistance when communication could not be established with the implantable cardioverter/defibrillator. Attempts to program the device resulted in several "device parameter error" messages. Further attempts to program the device using a different programmer were also unsuccessful. Tech svs reviewed several associated ram maps and advised the sjm rep to perform block mode programming commands. Upon review of the ram maps, a telemetry concern was raised. The decision was made to explant the device.